Event description:
A complaint was received stating that inaccurate readings were obtained on a healthcare facility's precision qid meter. There was no reported of death or serious injury. Medical intervention was not required. The healthcare facility's pt was admitted with diabetic ketoacidosis. Label copy states, "test results may be erroneously low if the pt is severely dehydrated or severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state with or without ketosis. Similar observations have been reported in the literature for other blood monitors." When the pt's blood glucose values were downloaded, a -1.1 mmol/l (-18mg/dl) reading was recorded and minutes later a reading of 10 mmol/l (180mg/dl) was given. The comparison results are considered to be clinically significant.